Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected failed battery alarms or pump error 63 alarms noted during testing however, hardware low level failure (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm during self test as well as failed battery alert. Customer's blood glucose level was 180 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer stated that they performed self test and the test was passed. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.